Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; main printed circuit board assembly found out of electrical specification. Analysis also found the lower case and one side bail cover are broken. Battery release is contaminated, battery contacts are compressed, ring is bent, and keyboard is scratched. (B)(4).

Event description:
It was reported the device is falling out of av (atrioventricular) sense range at 1.0 mv (millivolts) and 5.0 mv. New batteries were tried. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
Further analysis was performed on the main printed circuit board (pcb). Visual inspection revealed no anomalies. Bench analysis did not reveal any anomalies. Conclusion: no defect found, the failure seen during service and repair of the device could not be confirmed.